Event description:
Additional information received 10nov2021: it was confirmed on CT that the hook and struts appear to be penetrating. There was an attempt to re-sheath the filter. The patient have no tortuous anatomy observed. During and after procedure the patient initially complained of some pain, but their current condition is unclear.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: during advancement from femoral approach the filter hook appeared to penetrate the ivc wall. After an attempt to re-sheath the filter, it released and appeared to have penetrated the ivc. No product was returned for investigation, but several fluoroscopic and venographic images from time of ivc filter placement, multiple CT images with IV contrast following ivc filter placement, were submitted. The indication for ivc filter was not discussed in the complaint report. A gunther tulip ivc filter was deployed via a femoral approach after first performing a venogram demonstrating expected ivc anatomy, although the ivc is rather small in caliber, but not a contraindication for gunther tulip use. Per the complaint report "upon pin and pull deployment the filter hook appeared to be penetrating the left wall of the ivc." In addition, the complaint report also states "the patient demonstrated a lot of pain" during deployment and the "filter did not seem to unsheath in its usual manner". There are several potential explanations that could account for this sequence of events. First and most probable is that the physician did not truly perform a pin pull maneuver, the physician likely inadvertently advanced the collapsed ivc filter through the deployment sheath inadvertently pushing the filter either directly through the wall of the ivc or inadvertently engaging a lumbar or collateral vein while advancing the filter. This event would account for the patient's immediate pain while deploying the filter, as well as the appearance of the filter not unsheathing in its usual manner. This is also supported by an apparent abnormal outpouching of contrast at the confluence of the right common iliac vein and ivc which may represent an area of extravasation from pushing the ivc filter through this segment of the vessel wall. In addition, the CT images suggest the entire filter is outside the ivc. The gunther tulip ivc filter can be advanced cranially once it has been completely unsheathed in the ivc but not detached from the deployment system. However, for the above-described complication to occur, the physician would have had to advance the filter outside of the sheath from the beginning allowing the hook or central portion of the filter to engage with the wall of the ivc or a collateral/lumbar vein. It would be much less likely that the physician had advanced the dilator system through a collateral or through the wall of the ivc after obtaining the initial venogram as it would be expected that the patient had discomfort at the point of advancing the system, not deploying the filter. The abnormal configuration of the secondary struts is directly related to the physician attempting to re-capture the ivc filter with the deployment sheath via a femoral approach. The filter is not designed to be captured after partially deployed from a femoral approach. This action of trying to retract the filter and/or advance the deployment sheath over the partially deployed filter resulted in the junctions of the secondary arms and primary filter legs to be pushed towards the neck resulting in this abnormal configuration. In conclusion there is a gunther tulip ivc filter with significant leftward tilt, penetration appreciated on the venogram, and in all likelihood the filter is deployed either entirely outside of the ivc either within a branch/collateral/lumbar vein or potentially the entire filter was advanced through the wall of the ivc. Without evaluating the CT scan in its entirety on multiple planes, it is difficult to differentiate these potential possibilities, but given the configuration of the filter and the description of the events, this appears to be a physician related deployment issue and not an issue related to the device itself. Despite several attempts it has not been possible to obtain any information as to patient follow-up/filter retrieval. There are adequate controls in place to ensure the device was manufactured to specifications. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). PMA/510(k): k172557. Corrected data compared with medwatch report 3005580113-2021-00134: product problem. Date of event: (B)(6) 2021. Anemia. Brand name: gunther tulip vena cava filter set. Manufacturer name, city and state: cook medical incorporated (B)(4). Initial reporter name: (B)(6). Initial reporter occupation: registered nurse. Investigation is still in progress.

Event description:
Description of event according to the initial reporter: a (B)(6) female patient underwent a placement of ivc filter through right femoral approach procedure in which the gunther tulip navalign femoral vena cava filter set, g52917, was used. Advanced sheath and dilator system over the wire guide into ivc for initial ivc gram. Advanced filter through sheath system appropriately. Upon pin and pull deployment the filter hook appeared to be penetrating the left wall of the ivc. An attempt to re-sheath the tulip filter was attempted. The filter was then deployed. The filter appears to have penetrated the ivc. It is unclear at this time whether additional procedures will be attempted. On (B)(6) 2021 according to medwatch report: a 4 french micro puncture set dilator was introduced. Over an 035 guidewire, a marker catheter was placed in the inferior vena cava. An inferior cava gram was obtained. The entry locations of the renal veins were identified and the size of the inferior vena cava (ivc) was measured. During the unchanged eating/deployment process of the inferior vena cava (ivc) filter, the patient demonstrated a lot of pain. The filter did not seem to unsheathed in its usual manner, and some of the struts of the filter appear to not opened properly. The cook femoral approach filter cannot be re-sheathed a decision was made to deploy the filter with the idea that if the filter was miss aligned, we could possibly retrieve the filter from above. After deployment of the filter a venogram was performed which suggested the filter was not in intravascular position. No extravasation was seen. The sheath was removed from the groin and hemostasis was achieved with manual compression.